Event description:
Boston scientific received information that upon review of an electrogram (egm) stored episode, atrial sense (as) and ventricular sense (vs) occurred at the same time. The ventricular rate was 190. The patient implanted with this device was reported to be syncopal at the time. Technical services discussed recommendations of treating ventricular tachycardia (vt). No other information was available.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.